Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm diameter is unknown. Proximal neck was 34 mm in diameter and 19-23 mm in length (inner and outer diameters, respectively). Distal neck was 32-34 mm in diameter. It was reported that prior to tevar, a right subclavian to left carotid and left subclavian bypass was performed. During the deployment of a 38x114 talent freeflo stent graft in zone 1, the bare spring began to invert and misalign, but the physician was able to correct. However, the physician ended up deploying in zone 2 instead of zone 1. After the stent graft was placed, a dissection was discovered and the patient's blood pressure dropped. Medication was given and the blood pressure was restored to 200 mmhg; however, the aorta then ruptured (location of rupture is unknown). The decision was then made to convert the patient to an open procedure. No additional clinical sequelae were reported, and the patient is fine

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection, inaccurate placement, rupture, conversion to open surgery), (unknown cause of event). Evaluation conclusions: (unknown cause of event).